Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 cindy campbell, employee of intuvie, received a call from c.n., patient of jackson oncology, who stated she woke to a blank screen. The pump was attempted to be powered up but the only option was new infusion, all infusion parameters were lost. The pump was powered back off and the line clamped. Patient was told she would need to go back to her clinic to have the pump swapped out. No further details given. Infusion took place at home. Patient involved. No patient was harmed. Device to be returned. On (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.